Manufacturer narrative:
(B)(4). The device was manufactured between august 9, 2014-august 10, 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor filled with 82.5ml 5fu and 33.2ml glucose 5% was found to have no flow. This was noted before use. There was no patient involvement. No additional information is available.